Event description:
A female who received 1 unit of op-1 implant in conjunction with an intramedullary exchange nail in 2007 for a nonunion of the distal third of the tibia experienced swelling, pain, and erythema below the knee on the operative side. The events began approx 6 weeks following surgery. During the surgical procedure, op-1 implant was combined with autologous bone and blood from the surgical site. An x-ray of the site revealed the hardware was intact. A doppler ultrasound was negative for a deep vein thrombosis. The surgeon suspects that the events might be related to the use of op-1 implant. Add'l labs included a sedimentation rate of 47 mm/hr (normal ranges unknown), a c-reactive protein which was normal, and a wbc of 9.8 (normal ranges unknown). The patient has had no signs infection, no fever and no drainage. The events continue. Despite the nonserious nature of this case, it was decided to submit it in an expedited manner. Additional information has been requested.